Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. After the dissection process was completed, the harvester attempted to use the hemopro to perform branch ligation. However, the bisector would not easily move through the cannula, which made branch ligation difficult, and eventually the bisector become stuck inside the cannula. Due to this defect, it was felt that the device was no longer safe to use and it was therefore removed from the surgical field. A new device was opened and the case was finished with no further issues. No adverse events occurred due to this defect. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4) the lot # 25155495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 19mar2021. An investigation was conducted on 05may2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned outside of the cannula. Charred tissue was observed on the heater wire and blood and tissue were observed on c-ring. Specks of blood observed on hp device and handle. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no resistance felt when inserting the harvesting device into the cannula. A mechanical evaluation was conducted on the c-ring. The blue toggle was manipulated to extend and retract the c-ring, with no physical or visual defects observed. The c-ring on the cannula was observed to be intact, no visual defects were observed. The harvesting device was observed to be intact, no physical or visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem " was not confirmed.

Manufacturer narrative:
(B)(4). D4-lot# corrected from 25155495 to 25154978. H10 corrected analysis production comment to "the lot # 25154978 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure."

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. After the dissection process was completed, the harvester attempted to use the hemopro to perform branch ligation. However, the bisector would not easily move through the cannula, which made branch ligation difficult, and eventually the bisector become stuck inside the cannula. Due to this defect, it was felt that the device was no longer safe to use and it was therefore removed from the surgical field. A new device was opened and the case was finished with no further issues. No adverse events occurred due to this defect. The hospital did not report any patient effects.